Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the ultrasonic gastro videoscope image was not showing on monitor. Based on the results of the investigation, the most probable cause of the complaint traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastro videoscope image was not showing on monitor. There were no reports of patient involvement.